Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle retraction problem. The following information was provided by the initial reporter: customer states that the needle is not retracting. There has been no patient/staff harm. This has been going on for a while. There is a recall regarding this. 1. Can you please provide an exact date of event in format dd-mmm-yyyy? No, it would happen randomly on multiple different days 2. Did the button depress? Yes 3. Did the needle not move at all after pressing the button? It would either very slowly retract or sometimes it would not retract at all 4. Did the previous incident reported to bd? The issue we¿ve had was reported to bd.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of needle retraction issues was confirmed and the cause appeared to be manufacturing related. One hundred and one 22g insyte autoguard units were received in sealed packaging from lot #4239971. A random sampling of twenty units were selected for testing. A functional test revealed that the needles would fully retract; however, the retraction time of some units exceeded the specification limit. Incorrect equipment settings may cause excessive or dispersed gel which may result in a slow retraction. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No new information.